Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a faradrive sheath air appeared to be pulled into the sheath during aspiration. The physician did not aspirate again and "let the natural blood pressure flush the sheath". The original sheath was used to complete the procedure without patient complications. The sheath is not expected to be returned as it was discarded by the site.